Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, a balloon ruptured upon second inflation at 10 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube found no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. The balloon was returned in a deflated state. A detailed microscopic examination of the balloon material identified a pinhole under the distal side of a distal blade. At the middle section of the balloon a proximal blade segment was lifted, the pad remained intact. No damage was observed to the other blades with no damage noted to any blade pad. Tip showed no signs of tip damage. The device was attached to an encore inflation unit, the balloon was inflated to its rated burst pressure (rpb) of 12 atmospheres (atm) as per, wolverine instructions for use (IFU), 51328366. A pinhole was identified under the distal end of a distal blade. The device failed to inflate fully due to a pinhole in the balloon material. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, a balloon ruptured upon second inflation at 10 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.